Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 10 ml experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: 10 ml bd syringe was cracked and spilled medication during drug preparation.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that the bd luer-lok¿ syringe sterile, single use, 10 ml experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: 10 ml bd syringe was cracked and spilled medication during drug preparation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jan-2023. H6: investigation summary one sample and one photo were provided to our quality team for investigation. Through visual inspection, it was observed that the barrel had a crack extending from 4ml to below the nominal volume was seen. Potential root cause for the barrel cracked defect is associated with the assembly process. A device history record review was completed for provided lot number 1320430. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.